Event description:
Customer reported several issues with the pump. These included a non-functional wake button, difficulty attaching the cartridge to the pump, and accidentally pressing the stop insulin button frequently. There was no adverse impact on william's blood glucose level. The customer chose not to pursue troubleshooting with the customer technical support, and no further action was taken.